Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. This type of malfunction is usually the result of the customer attempting a software update. During the update the connection becomes interrupted and results in the reported malfunction. The customer received a replacement device to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.